Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo showed evidence of an incorrect cap assembly. The label content is correct with the prefix. No retained samples could be inspected, as no lot number was provided. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode incorrect cap color. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® z (no additive) plus urine tube, there was an incorrect label seen on 200 tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® z (no additive) plus urine tube, there was an incorrect label seen on 200 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.